Event description:
On an unk date in 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Lot/serial numbers are not available at this time. The proximal portion of the device implanted was 25-26 mm in diameter. The diameter of the aortic neck distal to the renal arteries was 25-29 mm. A proximal type 1 endoleak was discovered on f/u imaging. Therefore, on (B)(6) 2012, two 32 mm aortic extender components were implanted to treat the endoleak. Post implant showed the endoleak was resolved.